Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with: grade 1 to 2 l4-l5 degenerative spondylolisthesis. Chronic back pain. Right greater than left leg pain and underwent the following procedures: transforaminal lumbar interbody fusion l4-l5 utilizing. Structural allograft as well as autogenous bone chips and bmp sponge. S4, aesculap instrumented bilateral posterolateral fusion, l4-l5 utilizing. Local bone as well as bmp sponge, as well as demineralized bone matrix. Decompression, bilateral l4 and l5 nerve root. As per op-notes,¿ we used the curve-angled serrated curettes as well as rasp as well as the curved and angled box chisel to get down to good bleeding subchondral end plate bone. It was really important for me to get a real good disk endplate preparation, which we did. We trialed up to 9 and 9 fit fine. We obtained a 9-mm structural allograft. We placed bone anteriorly and a bmp sponge followed by the 9- m structural allograft, which was placed more anteriorly. Radiographs showed good position. Prior to doing this, we placed the sri on the left side with pedicle screws of l4 and l5 on the left side. This was spondylolisthesis reduction instrument and we were able to distract and reduce l4 and l5 nicely.¿ the patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2010, the patient underwent transforaminal lumbar spine fusion and posterolateral fusion surgery on the lumbar region on her spine from l4-l5. The patient was implanted with rhbmp-2/acs. Post-op, the patient experienced severe low back pain with pain and radiculopathy in her lower extremities. Currently, the patient continues to experience chronic low back pain, with radiculopathy in her lower extremities. These serious injuries prevent the patient from practicing and enjoying the activities of daily life that she enjoyed pre-operatively and she had otherwise suffered serious and permanent injuries.